Event description:
During the evaluation of a spectrum pump for preventive maintenance notifications that will not clear, nuisance upstream occlusion alarms were experienced. It was reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification. Evaluation experienced constant upstream occlusion alarms. The confirmed symptom was caused by loose alignment guide pins. The failed upstream sensor was replaced.